Event description:
No report of pt harm or injury related to this event. Customer reported the workstation is showing two patients at the same time.

Manufacturer narrative:
Isite pacs is a software product. Product can be evaluated at the customer side by remote access, as well as evaluate the same product version in-house. Customer identified that exams from two different patients may be shown simultaneously between the presentation monitor and the diagnostic displays. Investigation determined that when using a third party dictation device with isite pacs, a defect may occur when the two applications are sending messages back and forth as exams from various patients are selected in an attempt to keep each other synchronized. The result is that the exam for one pt selected and shown on the presentation monitor may be different than the exam shown on the diagnostic display. Recall reference (B)(4) implemented december 2005.